Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# hg6ty3j05 implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#:(B)(6), ubd: 2025-01-31, UDI#:(B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) via a company representative (rep) reporting that the patient went in for a dye study in (B)(6) 2023. Patient's healthcare provider (hcp) was not able to perform the study. During this timeframe, the patient experienced a return of pain symptoms. The patient presented for pocket revision on (B)(6) 2023. At the time of the pocket revision, the catheter was discovered coiled in the pocket. When the hcp tried to uncoil the catheter, it broke at the catheter connector pump segment. The catheter was revised and the pump was secured in the pocket. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 75kg and their medical history was asked but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) via a company representative (rep). It was reported that sometime in (B)(6) the patient noticed their pump flipping. Some time after that, with the exact time unknown, the patient reported return of pain. The patient stated that the pump was previously flipping and their catheter was previously replaced on (B)(6) 2023 with no further information provided. The cause of the event was not determined, but the patient stated that the pump was flipping in their abdomen. The patient went in for a dye study in (B)(6) 2023. Patient's healthcare provider (hcp) was not able to perform the study. During this timeframe, the patient experienced a return of pain symptoms. The patient presented for pocket revision on (B)(6) 2023. At the time of the pocket revision, the catheter was discovered coiled in the pocket. When the hcp tried to uncoil the catheter, it broke at the catheter connector pump segment. The catheter was revised and the pump was secured in the pocket. The issue was resolved at the time of the report and the patient's status was "alive-no injury." The patient's weight at the time of the event was 75kg and their medical history was asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type catheter product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 23-jun-2024, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(6), ubd: 06-nov-2010, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implanted pump system for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone). Dose and concentration information was not reported. It was reported that the patient felt like there were "electrodes inside the pump when I put pressure where the pump's located". The patient felt like there were "fingernails scratching me from the inside at my pump site". When inquired about the event date, the patient felt that it began at the patient's pump replacement in (B)(6) 2022. The patient had felt it but ignored it because this was their third pump replacement. Per the patient, this was the third revision in six months and the patient was not having any other symptoms until (B)(6) 2023. On (B)(6) 2023, the patient started getting leg cramps and fatigue where they could not keep their legs up. On the night prior to the report, the patient could not sleep and felt like they had restless leg syndrome. Per the patient, they were "more aroused"when the pump was not working. The patient didn't think they could "feel anything when I'm down there but when I can feel something down there, that's my tell when something's wrong". The patient talked with their pump doctor about their symptoms, who told them to call the manufacturer. The patient's pump that was replaced in july had flipped, so the doctor did a revision two months after the pump was placed and then did another one after that. Then the patient's catheter was replaced in (B)(6) 2023. The doctor did two revisions after the july pump replacement but said that they wouldn't revise it after, so the patient went to a neurosurgeon. Per the patient's most recent surgeon, the patient was not a good candidate for the pump to be placed in their back, so they made a newpocket, moved it higher, and replaced the catheter. Per the patient, "either since last july's replacement or the second revision that was done, it never worked". The patient mentioned that they'd had dilaudid in their pump for "twenty years".